Manufacturer narrative:
There was no patient involvement. The inspire 8m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of event. (B)(4). The complained inspire 8m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050701) is also registered in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator. The incident occurred in (B)(6). (B)(4). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been returned to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that fluid was seen traveling retrograde from the inspire 8 m hollow fiber oxygenator through the pump boot and into the reservoir during priming. The entire circuit and heart-lung machine were changed out for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin (B)(4) manufactures the inspire 8m hollow fiber oxygenator. The incident occurred in (B)(6). Per exemption number e2016005, (B)(4). The involved device was returned to sorin (B)(4) for investigation. The device was tested for leakage between the blood side and the water side of the heat exchanger. A leak was observed coming from the blood side to the water side and microscopic inspection revealed a delaminated area of the heat exchanger fiber bundle. The root cause of fiber bundle delamination could not be definitely identified. Sorin (B)(4) has determined that the issue was an isolated event with a very low occurrence rate (less than 1 10-5 devices sold). No corrective action has been deemed necessary at this time. Sorin (B)(4) will continue to monitor for this type of issue.